Event description:
It was reported that the device displayed user advisory 16 and that the motor's shaft did not rotate and was hard to rotate by hand. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet rec'd the device. A supplemental report will be submitted when the device is received and evaluated.